Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the watchman access system (was). The device was bloody. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed numerous kinks in the sheath and tip damage (delamination). The tip damage is consistent with device use. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 09 may 2018. It was reported a kink occurred. A left atrial appendage (laa) closure procedure was to be performed. The watchman® access system (was) was unpacked and a kink occurred in the distal end. The device was not used; the procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed use beyond unpacking the device as the device was bloody and there was inner liner delamination of the was.